Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the round filter connection on the tubing. The device contained pressor. This occurred during the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed which showed that the disks of the check valve were separated into two pieces. The reported condition was verified. The cause of the issue was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.